Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Review of the revision surgery notes confirms that the patient underwent right hip revision of the femoral head and acetabular shell due to metal on metal articulation. During routine metal-on-metal screening it was found that the patient had elevated metal ion levels. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient's right hip was revised 11 years post implantation due to elevated metal ions and pseudo tumor. Fluid collection was noted that was bloody and slightly gray- tinged. Corrosion was found on trunnion. No additional information is available.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). Associated products- m2a 1 pc shell 38mmx54mm/ pn 15-105054/ ln 043780, taperloc por lat fmrl 11x142/ pn 11-103205/ ln 429280.

Event description:
It was reported that patient underwent a hip revision 11 years post operatively due to elevated cobalt levels and pseudotumors.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.